Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. Tactile and microscopic inspection of the hypotube, collar, distal shaft and tip were performed and revealed a partial separation at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that collar fracture occurred. The 2.5mmx32mm, 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. During procedure, a guidezilla¿ guide extension catheter was advanced into the target lesion. However, upon reaching on the target lesion it was noted that the collar was fractured. The guide extension catheter was then simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that collar fracture occurred. The 2.5mmx32mm, 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. During procedure, a guidezilla guide extension catheter was advanced into the target lesion. However, upon reaching on the target lesion it was noted that the collar was fractured. The guide extension catheter was then simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable.